Event description:
The lesion was located in the superficial femoral artery and had 100% stenosis. Pre-treatment was performed with an abbot balloon; during pre-treatment, a dissection occurred. One complete se study stent was implanted. An additional complete se was deployed to stabilize the dissection. Both stents were deployed successfully. Residual stenosis 5%. Approx 2.5 months post index procedure, occlusion of the right sfa occurred. Thrombolytic therapy provided and revascularization performed. The investigator indicated that the reported event was probably related to the study device. The pt recovered with treatment. Complete se is not approved for use in the us for sfa indication but is similar to complete se which is approved for biliary indication.

Manufacturer narrative:
(Intervention) (B) (4): evaluation results: (occlusion of sfa artery or distal vasculature).